Manufacturer narrative:
(B)(4).

Event description:
It was reported that mislabeling and incorrect component occurred. The patient presented with st elevation myocardial infarction. The target lesion was 90% stenosed. An emerge¿ balloon was opened however the size on the box (2.50mmx15mm) and the inner packaging (3.50mmx15mm) did not match resulting in the use of an oversized balloon in coronary angioplasty. The balloon was positioned in a coronary artery and inflated to nominal pressure when the consultant identified the balloon diameter as being larger than the packaging had indicated. The balloon was deflated and removed. The procedure was completed with another of the same device. There was no adverse outcome for the patient and the patient's status was sable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an opened carton labeled as emerge mr 2.50mm x 15mm batch 21685574 with an opened pouch and used device from emerge mr 3.5mm x 15mm batch 20291464. There is blood and contrast visible on the catheter. The device packaging, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks.the reported product mislabeled and incorrect component in the package could not be confirmed via product analysis. Inspection of the remainder of the device revealed no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to procedural factors. Review of the manufacturing records for batches 21685574 and 20291464 confirmed that the devices in both of the batches met all applicable specifications. The batch number that is on the pouch label and the hub is 20291464 which had started production on (B)(6) 2017 and finished production through final boxing on (B)(6) 2017. The batch number that is on the returned carton is 21685574 which had started production on (B)(6) 2018 and finished production through final boxing (B)(6) 2018. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that mislabeling and incorrect component occurred. The patient presented with st elevation myocardial infarction. The target lesion was 90% stenosed. An emerge balloon was opened however the size on the box (2.50mmx15mm) and the inner packaging (3.50mmx15mm) did not match resulting in the use of an oversized balloon in coronary angioplasty. The balloon was positioned in a coronary artery and inflated to nominal pressure when the consultant identified the balloon diameter as being larger than the packaging had indicated. The balloon was deflated and removed. The procedure was completed with another of the same device. There was no adverse outcome for the patient and the patient's status was stable.